Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5338c.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the device performed two good firings with ecr60ds. The firing trigger of the device could not be squeezed down with the indication window showing locked. The reverse button slide down, the device opened. The surgeon found the several proximal staples were protruding. The surgeon changed another blue cartridge and the device still could not fire. Then the surgeon tried a third blue cartridge, the surgeon squeezed down the closing trigger, the sound of the trigger closing was too big and abnormal. Though the closure trigger was squeezed down, the jaws of the device did not close. There were no adverse consequences for the patient reported.